Event description:
It was reported that an ilet user experienced frequent low glucose events, nocturnal lows, and variable blood glucose after starting the system, with confusion about meal announcements and how to treat hypoglycemia. The event involved user handling and education related to treatment with oral glucose, and no specific device component malfunction was identified. Symptoms included episodes of hypoglycemia and hyperglycemia after overtreating ranging from 45 mg/dl to 200 mg/dl as well as lethargy and shaking/ tremors. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education with assignment for additional training. Investigation of this case revealed no device problem found and identified a usage problem involving improper or incorrect procedure or method, consistent with failure to follow recommended low treatment protocols and meal announcement guidance. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.